Event description:
One day (1st day) discrepancy in values noted between whole blood glucose (wbg) and basic metabolic panels (bmps) compared to point of care (poc). The next day (2nd day) morning, the clinical lab coordinator did a line draw comparison of an ordered blood glucose level. Wbg value was 345 and poc on glucometer icn 3 was 272. Meter not reading correctly. On the same day (2nd day) nurse reported that nova glucose results were not matching glucose results from abl825 blood gas. Meter was pulled from use. Manufacturer (nova) was called on the next day (3rd day) to inquire about possible reasons for the discrepancy in results. The qc results before and after the reported incident at issue: before: l1= 61 mg/dl, l3= 295 mg/dl. After (completed on (B)(6) 21): l1=62 mg/dl, l3=309 mg/dl. Troubleshooting was performed after the reported incident, inter-instrument comparison and method comparison against abl825. 10 samples were tested. No rerun was performed on the nova meter at the time of the discrepancy. A different sample was drawn about two hours later, and testing was performed using a different nova meter and the abl825. Abl825 = 341 mg/dl; nova = 299 mg/dl. The initial discrepant sample was tested using the abl825. These were run 1 minute apart. Abl825 = 345 mg/dl; nova = 272 mg/dl. The meter was pulled from service, replacement was given to the unit for use. Qc was not re-run on the glucometer until almost 10 days after the 1st day the discrepancy was noted. Patient involved was receiving continuous IV nutrition (tpn, dextrose, lipids). Patient died on the 2nd day, but neither patient¿s decline nor death was as a result of or related to the device malfunction (confirmed by medical team and neuro provider). Patient was twin micro preemie born at 22 weeks 2 days gestation, with weight of 440 g (less than 20 % survival rate). Patient was in respiratory distress and suffering from pulmonary hemorrhage.